Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed via review of the log file. The mobile power unit (mpu) (serial number: (B)(4)) was not returned for analysis; however, a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 3 days ((B)(6) 2022 per timestamp). Events captured on (B)(6) 2022 took place in the testing labs at abbott. No external power alarms were active on (B)(6) 2022 from 11:25:13 ¿ 11:25:31 and on (B)(6) 2022 from 11:13:07 ¿ 11:13:30 while the controller was connected to the mobile power unit. The alarms occurred due to a sudden and complete loss of power indicated that the ac power cord may have come loose from the outlet or the back of the unit. The alarms cleared once the controller was exchanged to battery power. The backup battery was able to provide power to the system during the alarms. The driveline was disconnected on (B)(6) 2022 at 13:25:37 and the controller was shut down at 13:26:01. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. Multiple good faith effort attempts were made asking if the ac power cord came loose from the wall or the back of the unit and if there were any environmental circumstances that may have caused the alarms; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 13jan2022. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon investigation of the log files, no external power alarms were seen on (B)(6) 2022 while the controller was connected to the mobile power unit (mpu). The mpu has a v-lock connector on the ac power cord and it was not exchanged or removed from service. Controller referenced in MFR# 2916596-2022-13426.